Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media, that the customer's blood glucose level was 504mg/dl. It was reported that the customer treated with pump, and an hour later, the levels dropped to 198mg/dl. It was reported that the customer's mother states the customer's pump is set to low sensitivity at night-time, but will be checking settings again to make sure if adjustments are needed. It was reported that the customer was not able to be reached for further information, due to no contact information being provided.